Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Observed a broken striated assessed as to surgical damage and missing piece of the shell assessed as to inconclusive. Additional observations: ¿ crease flat observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.